Manufacturer narrative:
Device not returned.

Event description:
Reportedly, patient expired approximately after an implant duration of 0.5 month, due to unknown reasons. Unknown if patient death was device related. Information learned from implant patient registry.